Event description:
It was reported that shaft break occurred. The target lesion was located in the lower extremity veins. An angiojet zelantedvt catheter was selected for a thrombectomy procedure. During unpacking, it was noted that the golden catheter near the tip was fractured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a zelantedvt thrombectomy system. The effluent/supply line, shaft, and tip were visually and microscopically inspected. Inspection of the device revealed that transition between the proximal and outer shafts was separated (10.5cm proximal of the tip) with the wire lumen twisted, and the hypotube kinked in the same location. The separated ends were jagged, indicating that there was force applied before the separation. And the twisted wire lumen indicates that the device was twisted, so it is likely the device was twisted with enough force to separate the shaft. There was also fluid in the attached waste bag, and inside the device and boot. The fluid indicates that the device was primed; therefore, it is most likely that the damage occurred after unpackaging the device.

Event description:
It was reported that shaft break occurred. The target lesion was located in the lower extremity veins. An angiojet zelantedvt catheter was selected for a thrombectomy procedure. During unpacking, it was noted that the golden catheter near the tip was fractured. The procedure was completed with another of the same device. No patient complications were reported.